Event description:
Follow up sent to the customer on (B)(6) 2025 - no response. Was there an attempt to use this device on a patient? If yes, was there any harm/serious injury to the patient? Follow up sent to the customer on (B)(6) 2025. Was there an attempt to use this device on a patient? If yes, was there any harm/serious injury to the patient? Rep response received on 09jul2025. There was no harm to the patient. Can you send me the shipping label? Follow up sent to the sales rep on 13jul2025. Could you kindly share the address of the facility where the sample is located? We need it to generate and share the return label. Rep response received on 14jul2025. (B)(6). Customer response received on (B)(6) 2025. To my knowledge all of the effected products were identified before being used on a patient. Follow up sent to the sales rep on 18jul2025 - no response. There is no movement in the shipping label provided. Could you please advise when the sample is expected to be shipped? Follow up sent to the sales rep on 23jul2025 - no response. There is no movement in the shipping label provided. Could you please advise when the sample is expected to be shipped? Follow up sent to the sales rep on 28jul2025. There is no movement in the shipping label provided. Could you please advise when the sample is expected to be shipped? Rep response received on 28jul2025. I will reach out to the customer. Follow up sent to the sales rep on 31jul2025. I¿m following up to check if there are any updates regarding the sample return. Kindly advise. No response received.

Manufacturer narrative:
New information in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 4330349. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port foreign matter, plastic, on catheter tip. The following information was provided by the initial reporter: extra plastic at needle tip.